Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; proximal segment was returned.

Event description:
It was reported the physician stated "this lead is too short and could not affix to the atrium." It was also stated "this must be a manufacturing defect." The lead was explanted and replaced. No patient complications have been reported as a result of this event.